Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an err_rtos_abort_error error code was observed in the device's event log. There was no reported patient involvement. The recommended service is to replace the device's pca board to address the issue. No repair was performed. The device was dispositioned to be scrapped. No further investigation is warranted at this time.